Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 85% stenosed lesion being treated was located in the anterior descending (lad) artery. Access was gained through the right femoral artery. The physician was attempting to place a 2.50x16mm taxus express2 drug eluting stent, in the lad through a saphenous veing graft (svg), when it 'wedged' in the previously placed proximal stent and could not be retracted over the top, stripping the stent from the delivery balloon catheter. The physician used a snare kit to retrieve the stent successfully. Another 2.50x16mm taxus stent was successfully placed. A follow-up angiography revealed 0% residual stenosis with excellent flow. No additional patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.